Event description:
The pump was returned to the manufacturer from an unk source with no return paperwork. The manufacturer's device tracking system indicated that the pt expired. No cause of death or relationship of the pt's death to the device or therapy was reported. Additional info has been requested, but was not available as of the date of this report. Reference manufacturer's report # 3004209178-2009-03933.